Event description:
It was reported that a catheter entrapment occurred. The 100% stenosed target lesion was located in the mildly tortuous and mildly calcified external iliac artery. A 5.0mmx100mmx135cm (4f) sterling balloon and v-18 guidewire were selected for abdominal aorta and right lower extremity arteriography and right external iliac artery balloon dilation stent implantation. However, during the procedure, it was noted that the balloon became entangled with the guidewire and could not be pushed and withdrawn. The balloon and guidewire were simultaneously pulled out, and the procedure was completed using a non-boston scientific guidewire and another 5.0mmx100mm sterling balloon catheter. There were no patient complications as a result of this event.

Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith effort attempts were made to try and retrieve additional details regarding the reported product, but further information was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.